Event description:
It was reported that this right ventricular (rv) lead exhibited noise and loss of capture (loc). The patient didn't experience greater than 2 seconds of asystole. Subsequently, a revision procedure occurred. Fluoroscopy was performed, and the rv lead was bent in the device pocket. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.